Event description:
It was reported that following a percutaneous transluminal coronary angioplasty, the patient experienced chest pain and thrombosis. The target lesion was located in the non tortuous left anterior descending (lad) artery. Th lesion was pre-dilated with a 2.5x10mm nc balloon and the 2.5x16mm taxus liberte stent was deployed at 14 atm for 20 seconds. The mid-section of the stent was post-dilated with a 3.0x12 nc balloon, resulting in 'excellent' outcome and timi 3 flow. Following procedure in iccu the patient experienced severe chest pain and ECG changes. Thrombus was noted in an unknown vessel location. Patient was given stk (thrombolytic) medication to reduce thrombus burden and ECG at 30min and 90min revealed normal waves. The following day repeat angiography revealed vessel successfully re-canalized and timi 3 flow. No additional patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product.device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).